Event description:
It was reported via repair work order that the brakes could not be engaged due to malfunctioned brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not be engaged due to malfunctioned brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the brakes could not be engaged. Upon completion of the manufacturer's investigation it was determined that the head end brake pedal could not engage the brakes. However, the brakes would have been able to be engaged using an alternative pedal if needed. So the unit could still be put into brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.